Manufacturer narrative:
This is one event for the same patient involving two separate products; associated MDR number 1225714-2013-02921.

Event description:
The plaintiff's attorney alleges that the patient experienced a cardiovascular and cerebrovascular event on 12/25/2010 after use of the product.